Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist at the hospital reported that the patient had died in an automobile accident while being driven to the hospital because the system controller was alarming. The type of alarm on the system controller was not reported to the manufacturer. Per the police report, the patient was a passenger in a vehicle that was driving at excessive speed.